Event description:
The user received questionable results on multiple assays for several patient samples. Of the data provided, seven results were discrepant. All repeat testing was performed on the c2 module serial number (B)(4). Sample 1 initial creatinine result was 17.4 mg/dl with a data flag, repeat result was 1.5 mg/dl with a data flag. Sample 2, from a (B)(6) female, initial creatinine result was 4.6 mg/dl with a data flag, repeat result was 0.2 mg/dl with a data flag. Sample 3, from a (B)(6) male, initial creatinine result was 18.6 mg/dl with a data flag, repeat result was 1.6 mg/dl with a data flag. Sample 4, from a (B)(6) male, initial creatinine result was 42.4 mg/dl with a data flag, repeat result was 3.6 mg/dl with a data flag. Sample 5, from a (B)(6) female, initial creatinine result was 20.6 mg/dl with a data flag, repeat result was 1.8 mg/dl with a data flag. Initial alkaline phosphotase result was 56 u/l, repeat result was 98 u/l. Sample 6 initial creatinine result was 17 mg/dl, repeat result was 0.3 mg/dl. The initial results were reported outside of the laboratory. No patients were adversely affected due to the issue. The creatinine reagent lot number was 62364901. The lot number of the alkaline phosphotase reagent was not provided. The field service representative determined there was a fluidics failure. He replaced a valve assembly, sample probe, lamp, and compressor diaphragms. He also cleaned the fluidics path for a valve. To verify the analyzer operation, the user ran quality controls and verified patient results.